Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Pt was on the machine with 36 mins left in treatment. The blood leak was visible on the top of the dialyzer and ran down the side. The estimated blood loss was a little over 200cc's. There was no medical intervention required. The sample was discarded, no sample is available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.